Manufacturer narrative:
Tests performed at the manufacturer service center confirmed the report of image loss. The device was repaired with replacement of the ccd camera assembly and the bending sheath at the distal tip.

Event description:
It was reported that the center image disappeared during a case. According to the report, there was no injury or other adverse health consequence to the patient.